Manufacturer narrative:
(B)(4). Batch # m54916. Result: the analysis found that one plee60a device was returned in good visual condition and with an gst60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge pan separation was noted during visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the device was loaded and fired, gun locked out. Second reload was opened and not inserted into the gun because the metal decking was loose and fell apart with very little force. Case completed with another device of the same product code. There were no patient consequences reported.